Manufacturer narrative:
This report is being submitted to report additional information. Follow up with the customer confirmed item and lot number.

Event description:
No additional or corrected information to report.

Event description:
It was reported that the implants at tooth sites #4,6,9,12 & 13 were removed due to pain. Symptoms as a result of the event: pain & headache. Site grafted: no.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0001038806-2023-01392-1. Further review of the event confirmed that the item and lot number were reported incorrectly in the previous submission. They have now been corrected. The following sections are being reported: d1: brand name is corrected. D4: catalog number and lot number are corrected. D4: expiration date and unique identifier (UDI) number d9: device availability h2: if follow-up, what type h3: device evaluated by manufacturer h4: device manufacturer date h6: type of investigation h6: investigation findings h6: investigation conclusions h10: additional narratives/data. Zimvie received one implant for evaluation. Visual evaluation of the as returned device identified the implant with signs of use. No damage identified or signs of malfunction that would contribute to the reported event. Measurements match drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error (improper techniques used) and patient factors. Therefore, based on the available information, a device malfunction did not occur. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.